Event description:
It was reported that during the procedure, the physician attached the stopcock included in the priority pack to a 30 cc syringe via one luer connection, an indeflator to the other luer connection and the dilatation catheter to the remaining connection of the 3-way stopcock. Negative pressure was pulled and leaking was noted at the stopcock. The stopcock was removed and the syringe was attached directly to the dilatation catheter balloon. There was no adverse patient effect and no clinically significant delay. Two additional devices were used to illustrate the issue to the territory manager. They were connected the same way as the 3-way stopcock used in the procedure and the leaking was noted. These additional devices were not used during a patient procedure; thus there was no patient involvement and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The additional device is being filed under a separate medwatch report. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the stopcock was returned with no damage noted to the stopcock. Functional testing confirmed the reported leak in the stopcock. As part of the investigation, a review of the electronic lot history record (elhr) for the reported lot was performed and revealed no nonconforming material records (ncmrs) that would have contributed to the reported complaint. Based on an expanded investigation, a product issue related to leaks for vendor lot-specific stopcock body molds was identified. Further assessment of this issue per site operating procedures is being performed and appropriate corrective and preventive actions will be implemented accordingly.